Manufacturer narrative:
The device evaluation is ongoing and it was found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The customer confirmed no high frequency instruments were used in the procedure preceding the identification of the distal end burn. However, it was confirmed the user facility does use argon plasma coagulation (apc) and cautery for procedures. No information was obtained regarding high frequency instrument use in combination with the device during past procedures. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the burnt plastic distal end cover could not be determined. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The procedure was for a bronchoscopy with bronchoalveolar lavage (bal) and no laser or high frequency equipment was used.